Event description:
On 08/04/2009, the pt's mother reported the pt has had several hypoglycemic incidents. Two months prior, the pt was having trouble focusing and was unable to complete tasks. She took his blood glucose and it was 30-35 mg/dl. She gave him orange juice and he began to vomit. She called the paramedics who came to the home and corrected the pt's reading by giving him an IV, medicine and a snack. Two days later, the pt woke up feeling sluggish, fatigued and with a headache. She said she checked his blood glucose and it was low but she doesn't remember the reading. She gave him orange juice which he threw up and she then gave him a snack. His blood glucose returned to normal. About six days later, the pt was with his father and had a low reading. She did not know any details but said, the pt ate cake to correct his reading. On the day prior to report, the pt had a low reading which she treated by giving him orange juice and disconnecting from his insulin infusion device. He was very tired and had a headache. He began vomiting and she called the paramedics who tested his blood glucose at 21 mg/dl. He was given an IV and medications but was not roused, so he was taken to the ER where he was fed to correct his readings. She stated his blood glucose elevated somewhat, so he was re-connected to his infusion device and released. She stated the pt has been hospitalized 3+ times over the past 6-12 months. She stated the pt has not discussed his low readings with his doctor and was encouraged to have him do so. On follow up with the pt two days after report, he stated he has been hospitalized 2 times each on his primary and on his backup infusion device. Product was replaced and requested to be returned for evaluation.